Event description:
It was reported that during an im nailing of the right hip, the surgeon inserted the 11 mm 130 degrees ti cannulated trochanteric fixation nail followed by the helical blade, and the blade would not insert, surgeon removed the blade. Surgeon found the set screw on the nail was in the down position. Surgeon used a screwdriver to back up the set screw, re-inserted the helical blade and completed the procedure. No significant time was added to the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned.